Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to myopotential noise and oversensing. The device was reprogrammed into the primary vector. Four days later, a second inappropriate shock was delivered, this time, due to low amplitude and t-wave oversensing. Troubleshooting and further evaluation of the patient was discussed. This system remains in service. No further adverse patient effects were reported.